Event description:
It was reported that the patient presented in bad shape and that there was a lead pacing failure caused by threshold increase; however the physician does not think the patient's condition was a result of pacing failure but other reasons. It was also reported that the lead impedance has been varying and the reason for the reason for threshold increase seemed to be derived from the patient's myocardial condition. It is unknown if there was any intervention. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.